Manufacturer narrative:
Method: no product returned for evaluation. As no device was returned, a device evaluation was not possible. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has identified one additional complaint for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to these facts we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a meniscus repair utilizing the fast-fix 360 curved ndl delivery system that both anchors were deployed at the same time. The device was not able to be fully used. Both anchors where removed out of the joint. A back up device was available to complete the case.